Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a consumer via a patient receiving bupivacaine(8.0 mg/ml, 1.4344 mg/day) and morphine(10 mg/ml, 1.793 mg/day) via an implantable infusion pump for the treatment of non-malignant pain and failed back surgery syndrome. It was reported that the patient wanted to know why the hospital gave her 4 doses of narcan. It was noted that the home nurse used the clinical programmer and stated that "everything is fine". The patient was unresponsive when she went into the hospital and it was considered a sudden change in therapy/symptoms. It was stated that the patient was either overdosed or underdosed. The event date was (B)(6) 2018 and no further complication was reported.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.